Event description:
It was reported that the patient received two shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review one shock was determined to be inappropriate due to supraventricular tachycardia (svt). Boston scientific technical services (ts) was consulted and discussed treating the patient's arrhythmia medically. Over two years later the patient received another inappropriate shock due to an atrial driven arrhythmia. Ts again was consulted and discussed programming options. The s-ICD remains in service and no adverse patient effects were reported.